Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the graphical user interface (gui) printed circuit board assembly (pcba). The fse performed self-testing on the device and all tests passed.